Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/13/2013 with the following findings: there was no damage to the keypad observed. The down arrow and contrast buttons responded intermittently to testing. All other buttons responded appropriately. The keypad was removed and contamination under all button contacts was observed. Unrelated to the initial complaint, the display screen was dim and the letters had a red hue. Setting the contrast to the highest setting did not improve the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging the down arrow keypad button was intermittently unresponsive. There was no reported damage to the pump and keypad; the pump was reported to be worn in a pool. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.